Event description:
#Twenty catheter inserted in right antecubital fossa without difficulty. Catheter inserted 6 inches with normal saline flush. Within 5 mins after insertion pt experienced increased heart rate (170 bpm), raised rash on arms and legs and bronchospasm. Pt given benadryl IV and epinephrine inhaler and placed back on ventilator. Catheter discontinued. All symptoms subsided within 10 mins of discontinuing device.